Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported high blood glucose and that the insulin pump had physical damage. Customer stated that she has been having high blood glucose and that the insulin pump had a crack but does not think that causes high blood glucose. Customer stated that she has lip dystrophy and she was concerned about absorption problems. Customer declined to troubleshoot for high blood glucose but fine to troubleshoot for physical damage. Customer's blood glucose was 498 mg/dl. Customer treated with manual injection. Customer stated the insulin pump had a crack by the reservoir compartment. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).